Event description:
The target lesion was in the distal rca with mild tortuosity and no calcification. The balance universal guidewire crossed the lesion, predilation and was performed, and a vision stent was implanted. After the procedure, the tip of the guide wire was observed to have separated and remained in the patient . The separated tip was removed by using the balloon. The patient had no sign of chest pain and the cardiac electrogram ws not changed. The procedure was completed. No additional information was avaliable.